Manufacturer narrative:
The reported event of header anomaly could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Visual inspection of the header showed no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that diagnostic imaging was performed and the right ventricular (rv) lead was observed to have been disconnected from the device header due to an alleged header anomaly. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.